Manufacturer narrative:
Follow-up # 1 date of submission 10/05/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box data revealed evidence of cs-052 alarms. During a visual inspection of the pump, it was observed that the battery compartment was cracked above and below the bumper pad. The cartridge cap was returned and able to attach to the pump. An ezprime and 24hr duration test were successfully completed with no call service alarms being duplicated. The pump cover was removed and there was evidence of moisture ingress on internal components and the printed circuit board. The cartridge compartment was damaged near the threads. When the pump was powered on, the display appeared to be dim and discolored. The original complaint was confirmed in the pump history but not duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.